Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as its longevity had decreased drastically in between follow-ups. No intervention has been performed and the pacemaker remains implanted and in service. No adverse patient effects were reported.